Event description:
This spontaneous case was reported by a consumer and describes the occurrence of metrorrhagia ("metrorrhagia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year after insertion of essure, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), paraesthesia ("paresthesia at night"), arthralgia ("right hip pain/ / left hip pain"), rotator cuff syndrome ("right shoulder tendonitis") with tendonitis and periarthritis ("tendonitis worsened to capsulitis"). The patient was treated with surgery (treatment with novasure/ ablation of tubes to remove inserts). Essure was removed on (B)(6) 2017. At the time of the report, the metrorrhagia, paraesthesia, arthralgia, rotator cuff syndrome and periarthritis outcome was unknown. The reporter provided no causality assessment for arthralgia, metrorrhagia, paraesthesia, periarthritis and rotator cuff syndrome with essure. The reporter commented: the patient underwent several months of physiotherapy. Treatment with novasure was performed to stop metrorrhagia. Tendonitis worsened to capsulitis. Ablation of tubes to remove the inserts. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 21-nov-2017 for the following meddra preferred terms: metrorrhagia. The analysis in the global safety database revealed 41 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.